Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was shot through infusion set during priming process. Customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery alarm, no rewind anomaly, no prime or fill anomaly and no charge or battery lasts less than expected anomaly during test noted. Device received with cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted.